Event description:
Add'l info rec'd from MFR 2/23/04: regarding this medwatch report, the device in question was returned to synthes on 12 february 2004. Upon review of the returned device it was determined that this device is not a synthes device. This part number and lot number etched on the pin do not correspond to synthes catalog and lot numbers.

Event description:
Add'l info rec'd info MFR 02/23/04: regarding this medwatch report, the device in question was returned to synthes on 12 february 2004. Upon review of the returned device it was determined that this device is not a synthes device. The part number and lot number etched on the pin do not correspond to synthes catalog and lot numbers.

Event description:
Per md, pin bent. Pt fell at home. Pin from external fixator in distal left tibia.

Event description:
Add'l info rec'd from MFR 2/10/04: the catalog number of the subject device was not provided. The lot number of the device was not provided. The total number of devices manufactured and distributed for the last three years cannot be determined without a catalog number. A medwatch report has not been filed on this event. There is no indication that the device was removed to prevent permanent injury.